Manufacturer narrative:
The insulin pump passed self test and no error alarm noted during testing. The insulin pump has minor scratched lcd window, cracked case near display window corners, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed several errors after insertion of a new battery. In the alarm history of the insulin pump there was more of the same error alarm. The customer's blood glucose was unknown. Nothing further was reported.